Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 23.9 mmol/l and treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer was assisted with troubleshooting for high blood glucose level. No further patient complication were reported. The device will not return for analysis. Frn-unk-rsvr, unomed set.